Manufacturer narrative:
The device remains implanted and will not be available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, eleven months post implant of this pulmonary bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv). The failure mechanism was not reported. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated the device was replaced due to severe stenosis identified on echocardiogram and moderate pulmonary insufficiency identified on magnetic resonance imaging (MRI). Peak gradients were measured greater than 100mmhg. Added patient weight ; relevant medical history.